Manufacturer narrative:
The affected device was returned and evaluated. A review of complaint history revealed that we have had two previous complaints for this batch/failure mode. A review of manufacturing records determined that this device was part of a rework order. No deviations were noted, and no waivers associated. Records indicate that the device met all specifications at the time of manufacturing. A dimensional and functional analysis was performed by our quality department. All dimensions were found to be within design specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the surgery was extended 90-120 minutes after the preliminary drill bit targeted outside the nail and the nail had to be exchanged.

Event description:
It was reported that surgery time exceeded thirty minutes.